Event description:
The device was returned for touchscreen input failure as well as for damaged housing. The complaint for damaged housing was investigated first. During the course of that investigation, the front housing assembly (including the lcd) was repaired, inadvertently causing loss of complaint sample before an investigation could take place. There should be no clinical risk of this failure occurring again as all lcd related hardware was replaced during this repair, and the unit will pass all necessary functional testing before review for quality release.

Event description:
The following has been reported: biomed reported: "unable to upload logs (disconnected from ims), alerting pump problem and has a frozen screen" "(B)(6) has a small crack in the top of back case." No active infusion stopped, nor any patient harm reported. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.